Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the severely calcified and mildly tortuous arterio-venous vascular access graft anastomosis. A 5.0 x 40, 40cm mustang¿ balloon catheter was advanced to the lesion. The balloon was inflated for 30 seconds however the balloon ruptured at 18 atmospheres on the first inflation. The procedure was completed using a non bsc balloon catheter. No patient complications were reported and the patient's status was good.